Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The exposed portion of the soft cannula was observed to be kinked. The download data showed no time outs, drive stalls or alarm. The length of soft cannula was observed to be within the specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, a new pod was placed.